Event description:
It was reported that during a lap cholecystectomy, the first clip fired was scissored. The second clip was pear shape and the third clip was dry fired and shot out, outside of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time